Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose reading was 600+ mg/dl. No significant events leading to the keypad issues were observed. Customer was wearing the pump at the time of 911 call. Nothing further reported.